Manufacturer narrative:
Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported tamponade was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device

Manufacturer narrative:
(B)(4).

Event description:
During an atrial flutter ablation procedure, a cardiac tamponade occurred. While ablating on the cavotricuspid isthmus, a steam pop was noted. The patient became hypotensive and CPR was administered. An echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient. The patient was transferred to the ICU for observation. There were no alleged performance issues with the ablation catheter.